Event description:
Approximately 4cm of the 6 french avanos inline suction catheter tip was discovered to be a retained foreign object within the lung of an intubated neonate patient. It is unknown as to whether or not the catheter tip was inadvertently severed or if the catheter tore during use. Lot number of specific device is unknown as two different lot numbers were stocked at the time of discovery. Reference report #mw5150575.